Event description:
Report received from the USA stating the device was "heating up and making grinding noise". The device was being used during an acoustic neuroma surgery. No pt or user injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).